Event description:
Healthcare professional reported that approximately 5 months post implant the valve was removed due to high gradient as a result of pannus/thrombus type tissue that interfered with the disc movement. The valve was returned for analysis.